Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's infection has cleared.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2021-01846 and 3006705815-2021-01847it was reported that the patient¿s system was explanted due to a staph infection. All devices were explanted.